Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient has to keep her stimulation low because when it's turned up high enough to help her pain, she can see her "stomach moving under the shirt". Because the patient has to keep her stimulation low, the spinal cord stimulator (scs) is not helping her pain as much. The patient reported that the ins battery feels like it's been moving. The patient said the ins "pops out" or sticks out towards the skin surface, so the patient just pushes it back in again. The patient said after their revision, she was able to obtain full recharge coupling until friday. Since then, the patient has not been able to obtain recharge coupling. The patient has also been unable to charge the ins effectively, noting that she's tried charging for multiple successive days for 2.5 hours, but the ins charge level has not increased. The patient was assisted in conducting an antenna locate feature, and the highest reading was 36, which resulted in no coupling bars. Since the patient believes the ins is moving and can be manipulated, it was suggested having the healthcare provider (hcp) assess the implant site and ins orientation. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was confirmed that the ins had flipped. Due to the ins flipping and the inability to charge the ins, the doctor decided to remove and replace the ins on (B)(6) 2018. No further complications were reported or anticipated. [Refer to (B)(4) pertaining previous revision and ins flipping].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the implant may have flipped again since patient only getting 2 coupling bars. Patient felt the implant move 2.5 weeks ago and recharge issue started at that time. It was recommended they taken an x-ray. No further patient symptoms or complications were reported in this event. Additional information was received from a consumer via a manufacturing representative (rep) regarding a patient. It was reported that the patient had abdominal discomfort, twitching of the area since battery moved to abdomen.pocket revision may have been the contributing factor. Impedances were within normal limits. The battery also flipping in pocket. The issue has not been resolved at the time of this report. Surgical intervention is planned for (B)(6) 2018. Patient medical history is back pain and battery pocket revision. Patient is alive with no injury. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Company rep was also a report source in regulatory report 3004209178-2018-20891 follow up 1. If information is provided in the future, a supplemental report will be issued.